Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced elliptical tunnel in the cornea after a ring procedure. A brief description from the surgery center indicated the tunnel was not circular as it should be. Although, attempts have been made for follow up information, there is no additional information provided.

Manufacturer narrative:
The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss replaced the galvo block and drives to resolve the issue reported. Realignment of delivery system and calibration of video monitor was performed. In addition, the side cut was retraced calibration and horizontal overlay performed. There was a gel verification conducted and depth adjustment. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.